Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It has been reported the urologist had to withdraw the scope without any image (blind removal). They had to open a different scope (not karl storz) to finish the procedure. No negative impact in state of health reported.